Event description:
A ventilator was returned to a third-party service center due to an allegation of "service required" after software update. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an error indicating an internal battery not charging fault was discovered in the device's event log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's air inlet foam filter was replaced due to preventive maintenance. The device was repaired and passed all final tests.